Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 102 mg/dl on aviva system and 24 mg/dl on professional system within 5 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement sent.

Event description:
It was reported that two lesions were present in the tight and distal saphenous vein, but only the distal lesion was being treated. An attempt was made to advance the xience v advance system without pre-dilatation; however, the stent system could not advance to the lesion. The stent system was removed from the anatomy, dilatation was performed, and the stent system was re-inserted but could not advance through the proximal lesion. An attempt was made to remove the stent system from the anatomy; however, resistance was felt. After several attempts to remove the stent system from the anatomy, the device was pulled and the stent dislodged from the balloon. The stent system with the balloon attached was removed from the anatomy. The stent remained in an unknown location in the anatomy; no intervention was performed to retrieve the stent. The lesion was treated with balloon angioplasty only. There was no adverse patient sequela. Though requested, additional information was not provided.